Event description:
Based on additional information received in 13-feb- 2017, the case initially considered as non-serious was upgraded to serious as the seriousness criteria for the events of inflammation in hip and systemic reaction were added as required intervention. This unsolicited case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) male patient who was injected synvisc one for osteoarthritis in hip (off label use) and on same day had inflammation in hip, later 12 days after starting treatment had pain in back and systemic reaction. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 1 df (batch/lot number and expiration date: not provided) for osteoarthritis in hip (off label use). The same day, the patient experienced severe pain and inflammation in the injected hip after receiving one dose of synisc one in the right hip. On (B)(6) 2016, (12 days after starting treatment), the patient experienced systemic reaction, including pain in both hips and back, fever, chills, elevated c reactive protein and elevated erythrocyte sedimentation rate. The events were treated with naproxen and cyclobenzaprine hydrochloride (flexeril). The symptoms were all resolving except the pain of the right hip at the time of this report. It was reported that the c reactive protein level prior to the synvisc one injection was unknown. It was reported that the adverse events were not related to preexisting patient's condition. Corrective treatment: naproxen and cyclobenzaprine hydrochloride (flexeril), puncture aspiration right hip, bone scintigraphy, numerous appointments, serial blood tests for inflammation in hip and systemic reaction and naproxen and cyclobenzaprine hydrochloride (flexeril) for pain in back outcome: recovering for inflammation in hip, pain in back and systemic reaction a pharmaceutical technical complaint (ptc) was initiated ((B)(4)) with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: synvisc one contributed to the events. Seriousness criteria: required intervention for systemic reaction and inflammation in hip additional information was received on 19-dec-2016. Ptc results were added and text amended accordingly. Additional information was received on 13-feb-2017 from the physician. The case initially considered as nonserious was upgraded to serious as the seriousness criteria for the events of inflammation in hip and systemic reaction were added as required intervention. Corrective treatment for the events of systemic reaction and inflammation in hip was updated and severity was added. Clinical course was updated and text amended accordingly.